Manufacturer narrative:
Review of the system data show that the patient alignment and orientation is incorrect, therefore axis is off by 90 degrees. It is recommended that proper bed orientation with use of the alignment card be reviewed with the user to preserve the treatment plan. Follow up: doctor completed correction surgery. No further follow up required.

Event description:
On 08/16/2024, dr.((B)(6)) reported to (B)(6) via email that she had three procedures with a premium lens with toric iol and noted that the arcuates were not in the location noted on the index card, and the toric lenses were not on the axis originally intended.